Event description:
It was reported that during a routine follow-up loss of capture, high threshold, and high out of range pacing lead impedance were noted. The patient was asymptomatic. The entire system was explanted and replaced.

Manufacturer narrative:
A partial lead with the distal tip measuring 52.9cm was returned for analysis. External insulation abrasion was noted at 10.3-10.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 46.5-46.8cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.